Event description:
The needle broke off of the syringe when I tried to inject myself with insulin. I think that the needle lodged in my skin. Other times when I went to inject the needle easily bent. FDA safety report ID # (B)(4).